Manufacturer narrative:
One level 1® h-1200 fast flow fluid warmer was received for investigation. Two cuffs were returned with the device; however, the reported disposable was not returned. Visual inspection found the device to be in good condition. During functional testing, the device was filled with water and fitted with a temperature check and air detector disposable/filter and the device was powered on. The device performed its self-test with no issues observed. The device was then allowed to stabilize for 15 minutes and the temperature was measured; it was found to be within specification. The air pressure of the device was tested and was found to be slightly high; the device was recalibrated. The returned cuffs were then hung on a stand/pole and connected to the returned device. The cuffs were pressurized and depressurized 3 times and were found to be within specification. Investigation was unable to confirm the reported issue as no fault was found with the returned device.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that during use on a patient, the device and related disposable tubing were only able to infuse approximately half of expected blood units required. A massive transfusion protocol was activated on a patient experiencing a massive hemorrhage. The staff attempted to use a 14 and 16 gauge cannula without success. A central line was also unsuccessful. Ultimately the hospital staff ended up squeezing the blood through to the patient manually. A total of 32 units of blood had been opened in the attempt to manually infuse blood into the patient. The procedure lasted 4 hours and 10 minutes. The patient was discharged to the intensive care unit (ICU) following procedure and was in critical condition. The clinical nurse stated "that this event could be one of several factors leading to the patient's current condition, however, it is hard to conclude that the device was responsible." See MFR: 3012307300-2016-00224.